Event description:
Clinician was using pra (abutment-level driver, ratchet) to place implant; the pra disengated from the ratchet and the pt aspirated the pra. It was reported that surgery was required to remove the pra from the pt. No product will be returned to biohorizons for inspection.

Manufacturer narrative:
The clinician reported that the pra disengaged from the ratchet and was aspirated, and that surgery was required to remove the aspirated pra; no further info had been received as of the date of this report. Inspection of the actual pra instrument involved was not possible as the pra had not been returned as of the date of this report.